Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly which caused some bleeding. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.